Manufacturer narrative:
Device history review, complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Failure of the implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It was reported that one year post op CT scan (original surgery date of 8-18-15) shows cage at l4-5 still fully distracted. Cage at l5-s1 is completely collapsed. Patient is doing fine, evidence of bone growth, so surgeon will continue to follow patient.

Event description:
It was reported that one year post op CT scan (original surgery date of 2015) shows cage at l4-5 still fully distracted. Cage at l5-s1 is completely collapsed. Patient is doing fine, evidence of bone growth, so surgeon will continue to follow patient.